Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Device passed displacement test, rewind, basic occlusion, occlusion, prime test and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had cracks at the reservoir compartment. Stated she was not sure how the damage occurred. The blood glucose at the time of the incident was 445 mg/dl. Troubleshooting was not performed due to customer declining. The device was returned for analysis.